Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic myomectomy, while preparing to suture the uterus continuously on the third stitch and tighten the thread with a little force, the thread and needle detached directly. It was noted that the thread and needle were immediately removed from the abdominal cavity. Another suture from other manufacturer was used to continue suturing the uterus and resolve the issue.